Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the response buttons were non-functional. The cause for the defective response buttons was an open connection due to a crease in the response button ribbon cables. The root cause for the creased response button ribbon cables could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor response buttons were non-functional.